Event description:
During use of an exoseal device for vascular closure, the physician believed that he deployed the plug into the femoral artery. After multiple attempts to retrieve the plug, it is believed the most of it was removed, and blood flow was restored to the patient. The exoseal was deployed in a patient with an antegrade femoral access site to the right femoral artery, which appeared to have some calcification. The patient was symptomatic in both legs, with reduction in normal blood flow prior to this case. The patient had received previous interventional procedures in both legs, and appeared to have calcification in both legs. The case duration was greater than three hours in length, with multiple sheath and procedural equipment exchanges; the physician was instructed not to use the exoseal in this case for these reasons. The angle of access was unknown, but femoral artery suitability was verified on angiography. It is unknown if the vessel diameter was >/= to 5mm in diameter, or if the arteriotomy was in or near a stented segment, or if there was any pre-existing hematoma prior to insertion of the exoseal vcd. No resistance/friction was experienced as the vcd was advanced through the sheath, and the sheath locked properly against the cowling with an audible click. Adequate bleed-back signal was observed, and proper indication was observed in the indicator window. The physician and the scrub assistant both reported that bleed back slowed as the device was retracted followed by the indicator window changing to black on black. At this point, as the button was depressed to deploy the plug, pulsatile bleed back reinitiated.

Manufacturer narrative:
Patient pulses were absent in the right foot post deployment (the pulse was not checked prior to the start of the case for comparison). Once the physician realized the plug had deployed in the artery, he placed a 7f sheath to the left femoral artery and the same was repeated in the left femoral vein. Multiple attempts were made to retrieve the plug (which was visualized in the right leg) with a few different devices, none of which were approved of by the clinical specialist. The physician used suction, then a spider epd to try and capture the plug, neither of which worked. The plug ended up being pushed down into the anterior tibial artery, and finally a guidewire was used to spear the plug on the end of the wire. However, the physician was not sure he pulled out the entire plug. Although no remnant or portion of plug was seen on angio, the physician stented the anterior tibial where he thought any remnant might be, to trap and crush it against the vessel wall. The scrub assistant saved what was believed by the physician and himself to be a portion of the plug that was retrieved. After the device was removed, non-occlusive pressure was applied. After two minutes, there was significant bleeding, requiring manual pressure to be applied for nearly ten minutes until hemostasis was achieved. Blood flow was restored to the patient, as were pulses in the right leg and foot. It was further noted that the patient was non-compliant, as he continued to get out of bed and walk around, even with a fem-stop in the left groin. Despite this, the patient only had a dime-sized hematoma at the exoseal site, which needed no treatment. The patient was seen at the physician's office for follow up on (B)(6) 2011, and reportedly had good blood flow verified by ultrasound, and has had no adverse affects to date. The product and the retrieved piece of the plug are said to be available for analysis, but have not yet been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of an exoseal device for vascular closure, the physician believed that he deployed the plug into the femoral artery. After multiple attempts to retrieve the plug, it is believed the most of it was removed, and blood flow was restored. The exoseal was deployed in a patient with an antegrade femoral access site to the right femoral artery, which appeared to have some calcification. The patient was symptomatic in both legs, with reduction in normal blood flow prior to this case. The patient had received previous interventional procedures in both legs, and appeared to have calcification in both legs. The case duration was greater than three hours in length, with multiple sheath and procedural equipment exchanges; the physician was instructed not to use the exoseal in this case for these reasons. The angle of access was unknown, but femoral artery suitability was verified on angiography. It is unknown if the vessel diameter was >/= to 5mm in diameter, or if the arteriotomy was in or near a stented segment, or if there was any pre-existing hematoma prior to insertion of the exoseal vcd. No resistance/friction was experienced as the vcd was advanced through the sheath, and the sheath locked properly against the cowling with an audible click. Adequate bleed-back signal was observed, and proper indication was observed in the indicator window. The physician and the scrub assistant both reported that bleed back slowed as the device was retracted followed by the indicator window changing to black on black. At this point, as the button was depressed to deploy the plug, pulsatile bleed back reinitiated. Patient pulses were absent in the right foot post deployment (the pulse was not checked prior to the start of the case for comparison). Once the physician realized the plug had deployed in the artery, he placed a 7f sheath to the left femoral artery and the same was repeated in the left femoral vein. Multiple attempts were made to retrieve the plug (which was visualized in the right leg) with a few different devices, none of which were approved of by the clinical specialist. The physician used suction, then a spider epd to try and capture the plug, neither of which worked. The plug ended up being pushed down into the anterior tibial artery, and finally a guidewire was used to spear the plug on the end of the wire. However, the physician was not sure he pulled out the entire plug. Although no remnant or portion of plug was seen on angio, the physician stented the anterior tibial where he thought any remnant might be, to trap and crush it against the vessel wall. The scrub assistant saved what was believed by the physician and himself to be a portion of the plug that was retrieved. After the device was removed, non-occlusive pressure was applied. After two minutes, there was significant bleeding, requiring manual pressure to be applied for nearly ten minutes until hemostasis was achieved. Blood flow was restored to the patient, as were pulses in the right leg and foot. It was further noted that the patient was non-compliant, as he continued to get out of bed and walk around, even with a fem-stop in the left groin. Despite this, the patient only had a dime-sized hematoma at the exoseal site, which needed no treatment. The patient was seen at the physician's office for follow up and reportedly had good blood flow verified by ultrasound, and has had no adverse affects to date. A cd with images was received. Images show attempts to retrieve the exoseal plug with a wire and a snare and images of a stent deployed in the leg but there were no images found showing the femoral artery before exoseal deployment to anaylize the events reported. One non-sterile 7f exoseal was received inside a plastic bag on (B)(6) 2011. Indicator window was received on black/white - red position. The guard was depressed. Deployment lever was depressed. The plug was deployed. Only part of the plug was received in a plastic bag. Indicator wire was retracted. There were blood residues noted in the delivery shaft. An unknown 7f catheter sheath introducer was also received. Not other anomalies were observed in the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures "plug inaccurate placement-intravascular" could not be confirmed since the vascular closure device was received fully deployed. The cause of the failure could not be conclusively determined and there were no images available for analysis of the issue. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Review of the information provided suggests that there are possible procedural factors (antegrade approach used) that may have contributed to this event. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.